Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A leak test was performed and no leakage was found from the pump.

Event description:
It was reported that the ok button is sticky. It was reported that the pump is exposed to water and there is no damage to the keypad.